Event description:
On (B)(6) 2020, the patient underwent a hip arthroscopy using two multivac 50 xl icw arthrocare wands. During the surgery, the electrode plates and balls from both wands fell into the surgical site. The plates were retrieved from the surgical site, but the electrode balls from both devices were not retrieved from the surgical site. The electrode balls were left in the surgical site and there is no plan to re-operate to remove the pieces. No patient adverse effect was reported.

Manufacturer narrative:
The device has been returned to arthrocare for investigation. Once the device investigation and device lot history review are complete, a follow-up report will be provided. A separate MDR was filed on (B)(4) 2010, for the other multivac 50 xl icw wand involved in this event under MDR number 2951580-2010-00023.